Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing exhibited on the right atrial (ra) lead. The sensitivity was adjusted, and the issue resolved. The ra lead remains in use. No patient complications have been reported as a result of this event